Manufacturer narrative:
The investigation into the purge sidearm leak at the filter has been completed. The device was returned without any data logs for evaluation. Visual inspection was performed finding no damage or abnormalities on the pump. Leak testing was performed and did not observe any leaking from the purge sidearm. During the testing, the purge metrics were within specifications and there were no alarms. The cause of the purge leak could not be determined as the device operated as intended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67 year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the 5.5 was removed and replaced at day 8 due to a purge sidearm leakage. In addition to the purge leakage, there was continuous purge pressure low alarms. There was no harm or injury from the interruption in the support.